Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The unit was found to be capable of accepting and saving updated alarm threshold and to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported, "unable to save alarms." No patient impact or consequences were reported.